Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight, causing the ipg site to be painful. Surgical intervention is planned to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the scs system was explanted. Surgical intervention resolved the issue.